Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -12.5/+1.50/133 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced low vault, and lens dislocation/subluxation. The lens was repositioned but it rotated again after repositioning. On (B)(6) 2017 the lens was then exchanged for a longer lens. The problem was resolved. As of the date of MDR submission, the lens has been returned, but not yet been evaluated.

Manufacturer narrative:
As per dfu for this lens model, vticls are contraindicated for patients with narrow anterior chamber angles (i.e. Less than grade iii as determined by gonioscopic exam). (B)(4).

Manufacturer narrative:
Additional data: device evaluation-lens returned in liquid in lens vial. Visual inspection found haptic torn and piece of haptic missing. (B)(4).